Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent attempted robotic-assisted sacrocolpopexy, laparotomy, extensive lysis of adhesions, right ureterolysis, abdominal sacrocolpopexy, urethropexy and cystoscopy due to prolapse, cystocele and rectocele. It was reported that following insertion the patient experienced pain, urinary recurrence and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.